Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the experienced hyperglycemia. The customer blood glucose level was 496 mg/dl. Customer refused to troubleshoot for high blood glucose value as she advised that high blood event was due to over correcting her low reading value. The insulin pump will not returned for analysis.